Event description:
The pt was undergoing a mitral valve replacement procedure. The surgeon attempted to place the endo venous drainage cannula percutaneously through the right femoral artery. He passed the guidewire to the level of the rt. Atrium under transesophageal echo cardio graphic guidance. He met resistance while attempting to advance the cannula system. He withdrew the cannula and reinserted it to the level of the rt atrium. Cardiopulmonary by pass was initiated. During the operation, the perfusionist reported inadequate venous return and difficulties acheiving target flows consistent with depleted intravascular volume. While suturing the valve into the annulus, the surgeon discovered that the abdomen had become distended. A colleague performed a laparotomy and found a retropertoneal hematoma. The valve replacement was completed and sinus rythem resumed but the patient could not be weaned off cpb. A vascular surgeon found that the iliac vein had been auvlsed and attempted a repair but the patient could not be weaned off cpb. A vascular surgeon found the iliac vein had been avulsed and attempted to repair. But the patient expired on the operationg room table. Autopsy results are pending.